Event description:
The patient called lifescan and alleging that their meter was prompting a "pc" message when powering their meter on. Medical affairs spoke to the patient and obtained/verified the following information. They stated that they purchased the meter, the day before contacting lfs. They were just released from the hospital, where they were diagnosed with diabetes. A nurse visited the patient the same day and they were also unable to resolve the issue with the meter. The patient reported feeling dizzy, lighheaded, and they had a headache. The nurse did not have a meter; therefore, no tests were performed. The patient was advised to eat like they normally would and to contact lfs. No injury or harm was alleged. A replacement meter has been sent to the patient.